Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm a21 during normal use. Customer's blood glucose was 490 mg/dl. The customer was treated with needles. Customer stated a temp basal ws not programmed before the a21 alarm occurred. The customer stated the device was not stored or not in use for na extended period of time. The customer was advised that the device would be replaced. The customer was advised to monitor the pump and the patient may continue to wear the device until replacement arrives. The customer bypass battery life and physical damaged for troubleshoot.

Manufacturer narrative:
The pump passed all operating currents tests, and the off no power test. The pump was monitored and tested with no low battery alert noted. The pump passed the error test. The pump was programmed with the current time and date, and monitored for several days. The time and date functioned properly. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, and minor scratches on the display window noted.